Manufacturer narrative:
Approximate age of device ¿ 52 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had gastrointestinal (gi) bleed following implant. The gi bleed was due to acute colitis with ulceration of cecum/rectum. The patient was reportedly on and off of anticoagulation due to the event.

Manufacturer narrative:
Device evaluation: a specific cause for the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.